Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was 105 mg/dl. Customer stated that during the bolus they changed there of infusion set but still having the same issue. Customer tried all the remedies. Customer decline to troubleshoot and no longer with the insulin pump said its an issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.